Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-feb-2018. The most recent information was received on 22-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ("strong fatigue"), genital haemorrhage ("hemorrhagic bleeding") and transient ischaemic attack ("suspected transient ischemic attack") in a female patient who had essure (batch no. 13080691 (invalid)/a95858) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced fatigue (seriousness criterion medically significant), musculoskeletal pain ("pain in one and then both shoulders") and joint range of motion decreased ("she couldn't do some moves"), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), palpitations ("heart palpitations"), transient ischaemic attack (seriousness criterion hospitalization), ear pain ("pain in one ear"), insomnia ("insomnia"), amnesia ("memory loss") and feeling abnormal ("feels like she has an (B)(6) year-old¿s body"). The patient was hospitalized for 3 days. Essure was removed on (B)(6) 2018. At the time of the report, the fatigue and musculoskeletal pain had not resolved and the joint range of motion decreased, genital haemorrhage, palpitations, transient ischaemic attack, ear pain, insomnia, amnesia and feeling abnormal outcome was unknown. The reporter provided no causality assessment for amnesia, ear pain, fatigue, feeling abnormal, genital haemorrhage, insomnia, joint range of motion decreased, musculoskeletal pain, palpitations and transient ischaemic attack with essure. The reporter commented: she could not work for the moment. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-nov-2018: essure lot number a95858 was inserted on (B)(6) 2018 and removed on (B)(6) 2018; strong fatigue and pain in one and then both shoulders outcome was updated to not recovered; description of symptoms reported after removal: hemorrhagic bleeding, heart palpitations, suspected transient ischemic attack, pain in one ear, insomnia, memory loss, feels like she has an (B)(6) year-old¿s body. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ("strong fatigue"), transient ischaemic attack ("suspected transient ischemic attack") and genital haemorrhage ("hemorrhagic bleeding") in a female patient who had essure (batch no. A95858 / 13080691-invalid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced fatigue (seriousness criterion medically significant), musculoskeletal pain ("pain in one and then both shoulders") and joint range of motion decreased ("she couldn't do some moves"), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced transient ischaemic attack (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), palpitations ("heart palpitations"), ear pain ("pain in one ear"), insomnia ("insomnia"), amnesia ("memory loss") and feeling abnormal ("feels like she has an 80-year-old¿s body"). The patient was hospitalized for 3 days. Essure was removed on (B)(6) 2018. At the time of the report, the fatigue and musculoskeletal pain had not resolved and the transient ischaemic attack, genital haemorrhage, joint range of motion decreased, palpitations, ear pain, insomnia, amnesia and feeling abnormal outcome was unknown. The reporter provided no causality assessment for amnesia, ear pain, fatigue, feeling abnormal, genital haemorrhage, insomnia, joint range of motion decreased, musculoskeletal pain, palpitations and transient ischaemic attack with essure. The reporter commented: she could not work for the moment. Lot number: a95858 man date: 2013-01 exp date: 2016-01 13080691 is an invalid essure batch number. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 10-dec-2018: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.